Event description:
It was reported that the 9900 system had a motion disabled error message during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The emergency stop button was reseated on the control panel during the service call. The system was tested and found to be working as intended, and put back into service.